Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated their blood glucose levels dropped to 32 mg/dl and treated with juice. Customer declined troubleshooting. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 50 mg/dl at time of reporting. Nothing further reported.